Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was unknown. Device had condensation under the screen. Device had a blank display. Customer fell into the lake with the device on. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and moisture damage was found on the electronic assembly and motor assembly. No blank display anomaly noted during testing. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all the operating current test due to no button response. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.